Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01441. Additional information obtained identified the patient had her entire scs system removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01441. It was reported the patient's scs system is no longer helping her relieve her pain. The patient declined to have a sjm representative reprogram her scs system, instead the patient stated she would like to have her system explanted.